Manufacturer narrative:
The reported bias current error was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly a failure of the potted trigger assembly was found, which can cause the reported event.

Event description:
The electric system 6 sternum saw was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The electric system 6 sternum saw was returned to stryker instruments for service, and during functional evaluation a bias current message was displayed when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.